Event description:
Customer complained that the right head area was raising.

Manufacturer narrative:
The tech replaced the inner right head membrane switch, which resolved the issue. The bed is operating within spec. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.